Event description:
On 11/30/92, rptr had fourth implant in the right breast with a diagnosis of acquired absence of the breast with lumps and status post tram flap reconstruction of the right breast. She had biopsies of two lumps in right breast with delayed insertion of right implant using this co's saline filled implant. Rptr experienced rheumatoid arthritis, capsular contractures, carcinoma, arthritis with symptoms, joint swelling, pain, stiffness, muscle fatigue, swelling of hands and fingers, fatigue, breast tenderness, general aching and stiffness, swollen glands, tingling of extremities, incorrect sizes of implants with asymmetry, visible wrinkles, hardness of breasts, implant noises, numerous operations, foreign giant cell reaction, scaring, back and knee stiffness, morning stiffness and saline leakage. (Same rptr referred to in 1000230-1000232.)